Event description:
It was reported that the pt's left knee is unstable.

Manufacturer narrative:
Eval summary: operative notes were received, but no deviation from the surgical technique was observed. It is stated in the notes that upon reviewing the x-rays, the components appeared to be in good position with no evidence of osteolysis or loosening. X-rays were also provided, and the components seemed to be in great alignment and fit, with no lucencies or osteolysis apparent. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.